Manufacturer narrative:
(B)(4). The complaint device was returned for evaluation. A visual inspection was performed and found no defects. Functional testing was performed and the transmitter failed. The root cause was determined to be a failed transmitter. Customer complaint was confirmed.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report on behalf of the patient possible out of range signal on (B)(6) 2015. The distributor did not report any injury or medical intervention.